Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the centrifugal pump head could not be de-aired, and the user discovered fluid on the magnet side of the pump. No pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.